Event description:
New information received indicates that the patient was stable afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, the battery longevity was estimated at 2.1 years. The device was interrogated again and the battery estimation was at 1.5 years with the same data. No action was performed. The patient will be followed-up with.